Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient presented to the emergency room after being in a car accident where they ran into a pole. The patient noted that he felt lightheaded and dizzy and believed he had received a shock from the cardiac resynchronization therapy defibrillator (crt-d). A remote interrogation was performed which found that the patient had ventricular tachycardia (vt) that fell below the rate cut off. Anti-tachycardia pacing (atp) was delivered but did not convert the rhythm. The atp accelerated the arrhythmia where the patient received a shock. The shock did convert the arrhythmia. Further review also noted pacemaker mediated tachycardia (pmt) episodes prior to the vt. The rate cut off was decreased and the patient was referred to their following physician. The crt-d remains in service and no additional adverse patient effects were reported.